Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the short interval count was high for the right ventricular lead. Non-sustained episodes were noted but were real events with no noise seen and pocket manipulation and isometrics do not reproduce noise. The lead remains in use. No patient complications have been reported as a result of this event.